Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the display was pitch-black screen, and the system was failing to detect a full drawer on the bus. The customer logged in, and the failed spaces were verified. The field service engineer (fse) pulled out the auxiliary cabinet, removed the back panel, and inspected the drawer controller board. After powering down the station, they disconnected the bus cable, removed the drawer back, and replaced the drawer controller board. The drawer was reassembled, the bus cable reconnected, and the back panel was reconnected. Upon powering up, the customer logged in and successfully recovered the storage space. The previously failing cubbies were tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary display was pitch-black screen and the system was failing to detect a full drawer on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.